Event description:
A user facility's biomedical technician (bmt) reported that a fresenius dry acid mixer emitted a burning smell and stopped during ¿homogenize¿. A fresenius field service technician (fst) was called onsite and found that the jet valve connector and wire harness were corroded. They replaced the jet valve connector and wire harness to resolve the issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius dry acid mixer emitted a burning smell and stopped during ¿homogenize¿. A fresenius field service technician (fst) was called onsite and found that the jet valve connector and wire harness were corroded. They replaced the jet valve connector and wire harness to resolve the issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. The complaint device is not available to be returned to the manufacturer for evaluation. Two photos have been provided. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst found that the jet valve connector and wire harness were corroded. They replaced the jet valve connector and wire harness to resolve the issue. Additionally, two photographs of the sample were provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the fst and the photographs provided and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The complaint event was confirmed.